Manufacturer narrative:
This cooler heater unit was recently repaired on MDR #1828100-2014-01047. The fsr found the wire for the cardioplegia temperature sensor was broken off. He replaced the cardioplegia (cpg) temperature sensor and tested the unit. The cpg temperature display is now reading actual temperature. The fsr completed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field representative (fsr) reported that during preventive maintenance (pm) of the device, the cardioplegia temperature display on the cooler heater unit was not working properly, it read "00", which is not a correct temperature. There was no patient involvement.